Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment was not reported. Fifty seven days later, the patient was discharged from the hospital. Patient recovered from the event of peritonitis.

Manufacturer narrative:
Four days after hospital admission, the patient was treated with gentamicin intraperitoneal injection (ip) (dose and frequency not reported). On the sixth day of hospitalization, the patient was treatment with vancomycin (2gram(gm), once (loading dose, ip) and was stopped on the same day. On the eleventh day the patient was discharged from the hospital and the patient started treatment with vancomycin (1.5gm, once per week, ip) for peritonitis. The vancomycin treatment was discontinued 25 days later.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.